Event description:
A trilogy 200 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for evidence of a thermal event and missing/displaced rubber feet and will need to be replaced. A good faith effort attempt will be made to gather additional information regarding the allegation of a thermal event. There is no additional information available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 200 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for evidence of a thermal event and missing/displaced rubber feet and will need to be replaced. A good faith effort attempt will be made to gather additional information regarding the allegation of a thermal event. There is no additional information available at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the manufacturer received information alleging a thermal event occurred regarding a trilogy 200 ventilator. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Multiple good faith efforts have been made on 07/23/2025, 12/03/2025 and 12/12/2025 to obtain additional information, without customer response. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Box h coding is updated.